Manufacturer narrative:
(B)(4). Date of initial report : 12/29/2015. The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history record for this unit could not be conducted because a valid serial number was not provided.

Event description:
The customer reported that a patient was burned during a craniotomy case while a force fx was being used. Additional questions regarding this incident have been asked of the site, but to date, no further information has been provided.